Event description:
The complaint received for the (B) (6) study indicated that the delivery of the cypher stent was attempted and failed because a dissection occurred. The cypher was removed and the patient was treated with a non-cypher stent. The target lesion was located in the 1st obtuse marginal. The lesion was de novo and classified as a type c lesion.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.